Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on CAPA-201353.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the digestive surgeons were experiencing more smoke than usual while using the high flow insufflation unit during unspecified therapeutic procedures. The operating room nurses believed it could be linked to a malfunction of the insufflator and the overpressure alarm. There was no report of patient harm.